Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient activator does not work. The activator was placed over the device and the check mark would not come on. The device will be replaced. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.